Event description:
A health care professional reported an article, "intraocular lens power calculation in myopic eyes undergoing bilensectomy: analysis of comparability and accuracy." This study included patients who experienced lens explanted due to absolute error. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. The cause of event was unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - pigment dispersion. H11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).